Event description:
It was reported that during follow-up of an asymptomatic patient, oversensing had been observed on the right ventricular lead. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.